Event description:
It was reported that following implant of this right atrial (ra) lead, poor parameters were noted and the lead was found to have dislodged. Additional surgical intervention was undertaken. An attempt was then made to retract the helix, however, difficulty was encountered with retracting the helix. The lead was eventually able to be explanted and a new lead was successfully implanted. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during implant of this right atrial (ra) lead, poor parameters were noted and the lead was found to have dislodged after initial placement, however, prior to pocket closure. An attempt was then made to retract the helix, however, difficulty was encountered with retracting the helix. The lead was eventually able to be removed and a new lead was successfully implanted. This lead was attempted, but not implanted. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct field a1: patient identifier. This report is being filed to correct fields b5: describe event or problem and h6: impact codes.

Manufacturer narrative:
This report is being filed to correct field a1: patient identifier.

Event description:
It was reported that following implant of this right atrial (ra) lead, poor parameters were noted and the lead was found to have dislodged. Additional surgical intervention was undertaken. An attempt was then made to retract the helix, however, difficulty was encountered with retracting the helix. The lead was eventually able to be explanted and a new lead was successfully implanted. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct field a1: patient identifier. This report is being filed to correct fields b5: describe event or problem and h6: impact codes. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right atrial (ra) lead, poor parameters were noted and the lead was found to have dislodged after initial placement, however, prior to pocket closure. An attempt was then made to retract the helix, however, difficulty was encountered with retracting the helix. The lead was eventually able to be removed and a new lead was successfully implanted. This lead was attempted, but not implanted. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.